Manufacturer narrative:
The customer reported to have installed the new battery, the unit successfully passed all testing, and the unit was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer reported that the unit has no battery. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The third party distributor will provide the customer the battery they need.